Event description:
Additional info provided by the dr indicates the pt has had a good outcome following cataract surgery and subsequent removal of a piece of lens from the anterior chamber.

Event description:
The director of surgical services reports that following intraocular lens (iol) implant surgery, a piece of the lens was removed during a second procedure. Additional information has been requested.